Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure to replace this device due to normal battery depletion was attempted but not successful. Upon attempting to release the setscrews they were found stuck in position. Unable to address the issue at the time, the device pocket was closed and device left in service pending further intervention. A second procedure was subsequently performed wherein heparin was introduced into the connector block of the device that aided in the release of the setscrews and leads from the device. The leads were disconnected without damage and connected to the replacement device. The physician suspected dried blood in the header may have contributed to the removal difficulty as contamination was noted in the lead barrels of the device upon explant. No adverse patient effects were reported.